Event description:
It was reported that the patient had their leads removed and replaced with a surgical lead. The leads were replaced due to inadequate coverage and the leads moving. The therapy worked initially but then a revision was necessary.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).